Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-02610 for a description of the second device. It was reported to boston scientific corporation that an advantage® transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with worsening incontinence (frequency, leakage), painful sexual intercourse, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, dyspareunia, pain and required corrective surgical procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.